Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an injured brain blood vessel due to the applicator tip of a duploject-easy prep system dislodging and sticking the brain during surgery. The indication for the surgery was not reported. During surgery, one of the blunt needles (application cannulas) from the duploject-easy prep kit was being used on the tisseel applicator (syringe) and ¿the plastic red part, that secures the adaptor (syringe clip), broke off and ¿the needle (application cannula) then flew off and stuck the brain¿. A blood vessel in the brain was injured as a result. The injured blood vessel (unspecified) was repaired under a microscope and it was reported that the patient was under continuous monitoring by hospital staff. No further information was provided regarding the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4) the device was received for evaluation. The lot number of the device is unknown. The reported condition was verified by visual inspection, however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.